Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. The exposed portion of the soft cannula appears to have a kink near the distal tip. Although damage to the soft cannula was found, the cause of high blood glucose levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached between 15 to 16 mmol/l (270 to 288 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen. The father was able to activate a new pod with a correctional bolus and the patient's bg levels started going down.